Event description:
It was reported that the buttons were not responding on the customer's insulin pump. The insulin pump reportedly was not bumped or dropped. The customer's blood glucose level was not known. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, the case was cracked at the display window corner, minor scratches on the lcd window, scratched reservoir tube window, and stained end cap sticker.